Manufacturer narrative:
Follow-up #1: date of submission 06/21/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 06/06/2016 with the following findings: during investigation, the transmitter was paired with a test pump successfully. Blood glucose value was set to 120 mg/dl and the pump alarmed with ¿transmitter out of range¿ before 2 hours elapsed. Further testing was not able to be performed. A discharged transmitter battery failure was found.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the transmitter out of range alerts (cs 206) were displayed for more than three hours when the cgm was within range. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user missing their blood glucose (bg) trending and fail to react to any potential bg excursions.